Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. A review of the log file between the atellica and the laboratory information system (lis) revealed that the atellica im 1300 correctly reported out the expected results on multiple transmissions. Siemens could not find any issues with the atellica instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A (B)(6) patient result was generated from the laboratory information system (lis) while the same sample generated a (B)(6) result from an atellica im 1300 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument resulting in a (B)(6) result. However, the laboratory information system (lis) generated a (B)(6) flag again. The (B)(6) result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) patient result.